Event description:
A malfunction on a pump was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurred again, which was understood by the customer.